Manufacturer narrative:
(B) (4) lens was cut into pieces to remove - unlabeled. Lens was discarded. (B) (4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens and the lens was damaged during insertion. Lens was cut into piece to remove, incision widen, no suture required. The reporter stated it was due to loading error. The lens was discarded. Another staar lens was implanted. Used off-labeled cartridge.